Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse did not know how to use leg bag and there was a bubble in the tubing as a result it hurt badly for patient. No medical intervention was reported. Per additional information received via email on 29oct2020, stated patient received smaller bags that were still labeled as bar150832 and they were half the normal size. Patient took the bag to doctor was smaller than normal and ended up in horrible pain. Also believed this to be due to the bag not draining the urine from bladder and ended up pulling out the catheter.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to obstruction in tube or wrong tubing dimensions. It was unknown whether the device had met specifications. The product used for the treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "directions for use: 1. Separate notches within circles. Pull straps through holes and around leg. 2. Position bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard® extension tubing (catalog no. 150615 or 4a4194).when using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. 4. To empty dispoz-a-bag®, push green lever on flip-flo¿ valve out and down. Important: be sure to reclose flip-flo¿ valve after emptying bag. 5. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations."

Event description:
It was reported that the nurse did not know how to use the leg bag and there was a bubble in the tubing as a result it hurts the patient. No medical intervention was reported. Per additional information received via email on 29oct2020 it was stated that the patient received smaller bags that were still labeled as bar150832 and they were half the normal size. The patient took the bag to the doctor was smaller than normal and ended up in pain. Also believed this to be due to the bag not draining the urine from the bladder and ended up in pulling out the catheter.